Event description:
It was reported an unknown patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for a nephrostomy tube exchange procedure. During the procedure, the drain was flushed with saline via a syringe and leakage was noted at the hub. A similar device was used to complete the procedure successfully. It was noted that the fitting was securely attached at first inspection. No force was exerted on the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Occupation: technician. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation on (B)(6) 2022, cook medical received a complaint from mr. (B)(6), a representative at (B)(6) hospital, located in the city of harrisburg pa. The ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult10.2-38-40-p-32s-clb-rh) was placed in the kidney as a replacement for a tube that was already in place. The issue was noted during the procedure. The line was flushed with saline via a syringe and a "hole" was then noted in the device. The fitting was securely attached at first inspection. No force was exerted on the catheter. A new drainage catheter was opened and used to complete the intended procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The syringe connected to the fitting was not available for return. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. An ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult10.2-38-25-p-6s-clm-rh, lot: 14333983) was returned in a used and altered condition. The mac-loc adaptor and a small section of catheter was cut away from the catheter shaft. During tabletop testing using a syringe and water, the catheter was discovered to be leaking at the site where the catheter and mac-loc adaptor are connected. Upon the disassembling of the cap from the mac-loc adaptor, it was discovered the flare was creased and partially torn. Based on the evidence displayed, it was confirmed the flare was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The risk specifications covering mac-loc drainage catheters includes hub separation as a potential failure mode. The identified risk controls include the manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record (DHR) for lot 14270743 found no relevant nonconformances that could have contributed to the reported failure. It should be noted that no other complaints were associated with the final product lot number. The supplied IFU [t_multi_rev5] with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Evidence gathered from the review of the dmr, DHR, device failure analysis and IFU, there is no evidence to suggest similar devices in house or in the field are non-conforming. Therefore, no additional actions will be pursued at this time. Based on the information provided, examination of the returned product and the results of our investigation, a definitive cause for the failure could be traced to a manufacturing deficiency. It was concluded that the device was manufactured out of specification. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.